Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic proctopexy, during the first firing of the device to the sacral bone, the mesh and the tack were caught, and the tack did not come off from the device. The mesh and tacker were taken out of the body together and extracted. A second tacker was taken out and used, however, the same phenomenon occurred in the 6th firing. The tack did not come off from the device. It was also stated that even when the tack and the handle were disconnected, the tack was stuck in the shaft and could not be used. The issues resulted to tissue loss and tissue damage. There was bleeding/ hematoma. Hemostasis and coagulation using electrocautery was done to remediate the tissue loss, damage, and bleeding. Another device was used to complete the case.